Manufacturer narrative:
A partial lead with the connector pin measuring 11.3cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high threshold and low pacing lead impedance were observed. The patient is asymptomatic. The lead was capped during device explant for normal eri. Patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.